Event description:
It was reported that the patient developed bacterial endocarditis. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. Concomitant medical products: 6935m62, implantable tachy lead; 5076-52, implantable pacing lead. (B)(4).